Event description:
It was reported that (1) mcm30 was used during a esophageal procedure. It was reported by the affiliate that the instrument would not fire. A new instrument was used to finish the case. No adverse pt outcome.